Event description:
The customer reported that the device, c7312, clear flexible cannula threaded, 6.5 mm x 73 mm, was being used during an acl nail removal procedure on 18oct25 when it was reported, ¿the packing of the flexible cannula came off during surgery and entered the joint. The operation was completed after it was somehow removed.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported to have been completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Device return evaluation update: 19feb26 - visual examination of returned used device, item c7312, found cannula upper inner seal detached from cannula body and returned for the evaluation. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. Correction: d3 has been updated. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Correction: d3 has been updated. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, c7312, clear flexible cannula threaded, 6.5 mm x 73 mm, was being used during an acl nail removal procedure on (B)(6) 2025 when it was reported, ¿the packing of the flexible cannula came off during surgery and entered the joint. The operation was completed after it was somehow removed.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported to have been completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, c7312, clear flexible cannula threaded, 6.5 mm x 73 mm, was being used during an acl nail removal procedure on (B)(6) 2025 when it was reported, ¿the packing of the flexible cannula came off during surgery and entered the joint. The operation was completed after it was somehow removed.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported to have been completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.